Event description:
The hospital reported to toshiba that following an MRI examination of a patient, a nurse brought a magnetic wheelchair into the scanning room to transport the patient. The wheelchair was attracted to the magnet and it came into contact with the technologist. The technologist allegedly received a compound fracture to the first forefinger of his left hand.

Manufacturer narrative:
The technologist had surgery to install a pin in his finger. He returned to work on (B)(4). 2012.